Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and identified malfunctioning reference electrode. The fse replaced reference electrode to resolve the issue. Section a2, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported generation of erroneous low sodium (na), and chloride (cl) patient results on their au480 clinical chemistry analyzer (pn b96693, sn (B)(6). There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide any patient data and/or patient demographics.